Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, fabric was pushed when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. As a result, a partial staple fire occurred. This issue occurred with two blue sureform 60 reloads from the same batch. No fragments fell inside the patient. The issue caused a delay of less than 15 minutes. It is unclear if any tissue was damaged due to the customer reported issue and if any medical/surgical intervention was rendered.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue sureform 60 reload to perform failure analysis; results are pending investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: the blue sureform 60 reload was returned to intuitive surgical, inc. (Isi) for evaluation. The blue sureform 60 reload was analyzed and found to have loose staples stuck in front of the knife. Additional information: a review of the stapler logs was performed for this procedure. The log review shows that all 15 of 15 attempted fires across the three sureform 60 stapler instruments used were successful. There were no incomplete clamps, partial fires, engagement failures or unclamp failures. All firings were completed with no pauses for compression. The sureform 60 stapler instrument failed to initialize on the last four installs of its use, after six successful fires, and was not used again. There were no stapler related errors in the logs.